Event description:
The following has been reported: reported pump problem alarm, several hard reboots have been completed. A preliminary review of the logs shows the following: pneumatic valve leak failure (valve 1). An active infusion was not delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve leak failure for valve 1. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.